Event description:
After contrast injection, the injection tubing was removed and products free flowed blood back all over patient and table. Manufacturer response for microclave adapter, (brand not provided) (per site reporter). Sent all info to rep in email, waiting for reply. Manufacturer response for IV catheter 22 ga, insyte autoguard (per site reporter). Left message with sales rep, waiting for reply.